Manufacturer narrative:
Correction provided in b3, b7, and d10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette warning occurred drain 0 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 12192ml during drain 4 of the treatment. This drain volume is 609% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette warning occurred drain 0 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 12192ml during drain 4 of the treatment. This drain volume is 609% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette warning occurred drain 0 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 12192ml during drain 4 of the treatment. This drain volume is 609% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 and hp3 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Fluid in the hp2 filter is a related to the reported symptom code.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette warning occurred drain 0 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 12192ml during drain 4 of the treatment. This drain volume is 609% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.